Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the circumflex artery. A 2.75 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the proximal edge of the stent was noted to be damaged. The procedure was completed with another 2.75 x 20 stent. No patient complications were reported and the patient was doing well.

Event description:
It was reported that stent damage occurred. The target lesion was located in the circumflex artery. A 2.75 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the proximal edge of the stent was noted to be damaged. The procedure was completed with another 2.75 x 20 stent. No patient complications were reported and the patient was doing well. Synergy ii us mr 2.75 x 20mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal and distal stent damage. The proximal end of the stent was damaged with stent struts bunched distally. The distal end of the stent was damaged with stent struts stretched distally over the distal markerband. The undamaged mid crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon did not appear to have been subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 03:35 pm CT. The report number is being corrected from: 2134265-2018-63970 to: 2134265-2018-62719.